Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having irritation at ipg site. The patient underwent an ipg explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The returned ipg sc-1110, (B)(4) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was having irritation at ipg site. The patient underwent an ipg explant procedure. No device malfunction was suspected.